Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient reused single use supplies. This occurred during peritoneal dialysis therapy. The patient cycled power on the homechoice to clear an unrelated alarm and start therapy over. The patient did not switch out supplies when starting over. The technical services representative assisted the patient in removing the cassette. The patient was to contact their nurse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.